Event description:
It was reported that the patient presented via a remote transmission with a device exhibiting non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The asymptomatic patient presented to the clinic on (B)(6) 2023, and programming changes were made. No further over-sensing has been received.